Event description:
The account alleged that the pt attempted to move and get out of the bed with help from a nurse. The pt grabbed the left intermediate siderail with the help from the nurse, the siderail retracted and the pt fell out of the bed, falling on her left arm and hitting her forehead on the floor. The pt received an x-ray for the arm and a cat scan of the brain. The pt was provided with a sling for their arm. No additional information released.

Manufacturer narrative:
The technician was not able to duplicate the alleged false latch. The siderail clicked and was secure when lifted to the upper range and had resistance when lowered.